Event description:
The user facility reported that a patient was implanted with a impella cp for support of acute myocardial infarction. It was reported that during cardiopulmonary resuscitation, the patient experienced pulmonary bleeding and hemothorax. The bleeding could not be controlled and had progressed to mediastinal shift. In addition, suction occurred on the impella cp due to insufficient intravascular volume. It was reported that systemic circulation could not be maintained due to the bleeding, and both the extracorporeal membrane oxygenation and impella cp were unable to provide sufficient flow, leading to the patient's death from circulatory failure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.